Event description:
During the implantation to the coronary artery, the stent migrated from the balloon catheter. The stent has been removed from the vessel. There is no add'l info at this time.

Manufacturer narrative:
This prod is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. The prod is available but has not been received as of the initial report. Add'l info will be submitted within 30 days of receipt.